Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test: using a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir connector into an insulin pump. Performed insulin pump manual prime. Visual fluid was flowing through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that they received no delivery alarm after changing the reservoir. The customer stated that they did the troubleshooting. The reservoir was returned for analysis.